Manufacturer narrative:
The service provider (sp) inspected the device. The sp could not duplicate the reported issue. The sp reported that the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the ventilator had an oxygen error - oxygen is not available. It is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Additional information about the event has been requested.